Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting tandem technical support found the customer was not completing the air removal step correctly. Customer was trained on the correct way to perform the air removal step. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 128 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error: the tandem pump user guide instructs the user to remove any residual air from the cartridge.